Event description:
This is a spontaneous case report received on 30-jun-2016 from an attorney in the united states, on behalf of a female plaintiff of unspecified age in united states. It refers to the plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted in 2007 for permanent contraception. Approximately three months after implantation, the plaintiff had an hsg (hysterosalpingogram) test that confirmed full occlusion. The plaintiff began experiencing excessive menstrual bleeding, abdominal cramping and pain, pain during intercourse, back pain, migraines, pelvic pain, hair loss and other pain symptoms. She sought medical treatment for the symptoms following the procedure, but at the time, neither the plaintiff nor her doctor attributed her symptoms to the essure device. On (B)(6) 2015, she underwent surgery for of the essure device due to migration of a coil. As a result of the surgery, the plaintiff suffered pain and complications. After the removal surgery on (B)(6) 2015 she saw information on the internet regarding other women who had similar symptoms to her after being implanted with the essure. She then realized she had suffered many of these symptoms. Company causality comment: this case report was received from a lawyer on behalf of female consumer/plaintiff who underwent surgery for removal of the essure (fallopian tube occlusion insert) device due to migration of a coil. This event is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or migration (into the distal fallopian tube or peritoneal cavity). In this case, although the exact mechanism of the event is not known given its nature causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. A product technical analysis will be requested. Further information will be obtained through the litigation process.

Manufacturer narrative:
A quality-safety evaluation was received on 09-aug-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of female consumer/plaintiff who underwent surgery for removal of the essure (fallopian tube occlusion insert) device due to migration of a coil. This event is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or migration (into the distal fallopian tube or peritoneal cavity). In this case, although the exact mechanism of the event is not known given its nature causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of a coil/malposition of essure device location of device:/perforation (fallopian tube(s)"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general),") in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included laparoscopic uterine nerve ablation. The patient denies any fever or chills and no nausea or vomiting. Concurrent conditions included irritable bowel syndrome, anxiety, depression, thyroid disorder (15 years of age), right lower quadrant pain, lymphadenitis, allergic reaction to analgesics and endometriosis ablation. Concomitant products included levothyroxine sodium (synthroid) for thyroid disorder as well as buspirone hydrochloride (buspar). On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced menorrhagia ("excessive menstrual bleeding/ abnormal bleeding menorrhagia"), abdominal pain ("abdominal cramping / abdominal pain/ pain,"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2007, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), migraine ("migraines/migraines / headaches"), alopecia ("hair loss"), pain ("pain symptoms"), procedural complication ("as a result of the surgery, the plaintiff suffered complications."), procedural pain ("as a result of the surgery, the plaintiff suffered pain."), genital haemorrhage (seriousness criterion medically significant), cystitis ("infection (bladder/urinary tract/vaginal)type:,"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type:,"), vaginal infection ("infection (bladder/urinary tract/vaginal)type:,"), headache ("migraines / headaches"), nausea ("nausea") and irritable bowel syndrome ("ibs."). The patient was treated with bactrim (bactrin), dicycloverine hydrochloride (bentyl), paracetamol (tylenol), surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, menorrhagia, dyspareunia, back pain, migraine, alopecia, pain, procedural complication, procedural pain, genital haemorrhage, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, headache, dysmenorrhoea, nausea, irritable bowel syndrome and fatigue outcome was unknown and the abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pain, procedural complication, procedural pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal bleeding, pelvic pain, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of a coil/malposition of essure device location of device:/perforation (fallopian tube(s)"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general),") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irritable bowel syndrome, anxiety, depression and thyroid disorder (15 years of age). Concomitant products included levothyroxine sodium (synthroid) for thyroid disorder as well as buspirone hydrochloride (buspar). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstrual bleeding/ abnormal bleeding menorrhagia "), abdominal pain ("abdominal cramping / abdominal pain/ pain,"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), back pain ("back pain"), migraine ("migraines/migraines / headaches"), alopecia ("hair loss"), pain ("pain symptoms"), procedural complication ("as a result of the surgery, the plaintiff suffered complications."), procedural pain ("as a result of the surgery, the plaintiff suffered pain."), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), cystitis ("infection (bladder/urinary tract/vaginal)type:,"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type:,"), vaginal infection ("infection (bladder/urinary tract/vaginal)type:,"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding vaginal") and irritable bowel syndrome ("ibs."). The patient was treated with bactrim (bactrin), dicycloverine hydrochloride (bentyl), paracetamol (tylenol) and surgery. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, menorrhagia, dyspareunia, back pain, migraine, alopecia, pain, procedural complication, procedural pain, genital haemorrhage, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, headache, dysmenorrhoea, nausea, vaginal haemorrhage and irritable bowel syndrome outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pain, procedural complication, procedural pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporters details added. Aka names added. Abnormal bleeding (general), abnormal bleeding vaginal, infection (bladder/urinary tract/vaginal)type:, apareunia (inability to have sexual intercourse), malposition of essure device location of device:, migraines / headaches, nausea, device breakage, dysmenorrhea (cramping), pain, perforation (fallopian tube(s), fatigue. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of a coil/malposition of essure device location of device:/perforation (fallopian tube(s)"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general),") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irritable bowel syndrome, anxiety, depression and thyroid disorder (15 years of age). Concomitant products included levothyroxine sodium (synthroid) for thyroid disorder as well as buspirone hydrochloride (buspar). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstrual bleeding/ abnormal bleeding menorrhagia "), abdominal pain ("abdominal cramping / abdominal pain/ pain,"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), back pain ("back pain"), migraine ("migraines/migraines / headaches"), alopecia ("hair loss"), pain ("pain symptoms"), procedural complication ("as a result of the surgery, the plaintiff suffered complications."), procedural pain ("as a result of the surgery, the plaintiff suffered pain."), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), cystitis ("infection (bladder/urinary tract/vaginal)type:,"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type:,"), vaginal infection ("infection (bladder/urinary tract/vaginal)type:,"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding vaginal") and irritable bowel syndrome ("ibs."). The patient was treated with bactrim (bactrin), dicycloverine hydrochloride (bentyl), paracetamol (tylenol) and surgery. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, menorrhagia, dyspareunia, back pain, migraine, alopecia, pain, procedural complication, procedural pain, genital haemorrhage, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, headache, dysmenorrhoea, nausea, vaginal haemorrhage and irritable bowel syndrome outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pain, procedural complication, procedural pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporters details added. Aka names added. Abnormal bleeding (general), abnormal bleeding vaginal, infection (bladder/urinary tract/vaginal)type:, apareunia (inability to have sexual intercourse), malposition of essure device location of device:, migraines / headaches, nausea, device breakage, dysmenorrhea (cramping), pain, perforation (fallopian tube(s), fatigue. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of a coil/malposition of essure device location of device: perforation (fallopian tube(s)"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general),") in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included laparoscopic uterine nerve ablation. The patient denies any fever or chills and no nausea or vomiting. Concurrent conditions included irritable bowel syndrome, anxiety, depression, thyroid disorder (15 years of age), right lower quadrant pain, lymphadenitis, allergic reaction to analgesics and endometriosis ablation. Concomitant products included levothyroxine sodium (synthroid) for thyroid disorder as well as buspirone hydrochloride (buspar). On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced menorrhagia ("excessive menstrual bleeding/ abnormal bleeding menorrhagia"), abdominal pain ("abdominal cramping / abdominal pain/ pain,"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2007, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), migraine ("migraines/migraines / headaches"), alopecia ("hair loss"), pain ("pain symptoms"), procedural complication ("as a result of the surgery, the plaintiff suffered complications."), procedural pain ("as a result of the surgery, the plaintiff suffered pain."), genital haemorrhage (seriousness criterion medically significant), cystitis ("infection (bladder/urinary tract/vaginal)type:,"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type:,"), vaginal infection ("infection (bladder/urinary tract/vaginal)type:,"), headache ("migraines / headaches"), nausea ("nausea") and irritable bowel syndrome ("ibs."). The patient was treated with bactrim (bactrin), dicycloverine hydrochloride (bentyl), paracetamol (tylenol), surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, menorrhagia, dyspareunia, back pain, migraine, alopecia, pain, procedural complication, procedural pain, genital haemorrhage, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, headache, dysmenorrhoea, nausea, irritable bowel syndrome and fatigue outcome was unknown and the abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pain, procedural complication, procedural pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal bleeding, pelvic pain, urinary tract infection. Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-jun-2018: pfs was received: the event fatigue was added (onset date 2017). The onset date of events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia, dysmenorrhea, dyspareunia, pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.